Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, restenosed right coronary artery. After post-dilating a deployed stent using the 5.0x12 mm nc trek, the balloon would not fully deflate. Reportedly, there were 3 separate inflations 12 atmospheres (atm), 16 atm and 20 atm for approximately 15 seconds each inflation. It was noted after the third inflation the nc trek device would not deflate sufficiently (after full negative pressure from inflation device) to retract fully into guide catheter. The partially deflated balloon and guide catheter were removed from patient anatomy and a new same size nc trek dilatation catheter was used to complete the procedure successfully. It was further reported that the nc trek had been prepped inside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: pilot 50. Guide cath: 6f ar2 mach1. Rhv: abbott vascular. Stent: 4.0x38 mm zeta. Above rated burst pressure, incorrect prep. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; however, the incorrect preparation does not appear to have contributed to the difficulty. It was reported that the balloon was inflated to 20 atm. It should be noted that the rated burst pressure for this device is labeled at 18 atm. Additionally, the IFU states: balloon pressure should not exceed the rated burst pressure (rbp). It could not be determined if inflating above rbp caused or contributed to the reported difficulty.